Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency room (ER) due to an external heart monitor showing pauses; it was noted that the patient was asymptomatic. The external monitor was placed to monitor the patient's heart after fainting in (B)(6) 2020. The field representative had the patient perform isometrics, which resulted in oversensing and pacing inhibition on the right ventricular (rv) lead. There were stored atrial tachy response (atr) events, and one atr with noise on the rv electrogram (egm). Pocket manipulation did not produce results. The patient was directed to lay on the left side, and longer noise was observed along with loss of capture (loc). Impedance measurements were stable. Sensitivity was decreased, and noise was no longer sensed. Loc was still occurring, thus output was increased from 2.5v to 6v. Additional information received reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.